Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp soln set would not flow. During priming of lipids, the tubing was kinked inside the filter. The lipids were able to flow up until the filter; however, would not flow past the filter. The set was replaced. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1:(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon further information, the lot number has been clarified as unknown. H6: type of investigation: b14 should be removed. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.